Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: vascular surgeon. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential collagen deposition into the artery requiring revision surgery. The exact root cause was unable to be determined. The likely cause was determined to have been device re-insertion resulting in collagen deposition into the artery. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). This report is for the second patient reported, for the first patient reported that had vessel occlusion see MDR 3013394970-2023-00544.

Event description:
From literature review: zenunaj, g, traina, l, acciarri, p, mucignat, m, scian, s, alesiani, f, serra, r, gasbarro, v. Superficial femoral artery access for infrainguinal antegrade endovascular interventions in the hostile groin: a prospective randomized study. Annals of vascular surgery. 2022. 86:#pages#. A prospective observational randomized study examined patients with symptomatic peripheral arterial disease who required endovascular interventions at the lower extremities. The study compared a cutdown approach to the percutaneous puncture technique. A 6fr angio-seal vip was used to achieve hemostasis in the percutaneous puncture technique. Two of the patients had sfa occlusions due to intravascular hemostatic cap dislocation. Both of the patients needed surgical revision with atherectomy and expanded polytetrafluoroethylene patch repair.